Event description:
It was reported that the pca set was leaking near the pump cassette. The concern is that the patient has not been receiving the full/any of the dose when pressing it. There was patient involvement, but no human harm reported.

Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 13-nov-2024. H3: one used administration set was received for evaluation. The returned product does not match the item number provided by the customer. As received, no damage or anomalies were observed. Functional testing was performed, and no leakage was observed. The complaint of leakage cannot be replicated or confirmed. A lot of history review was not performed as the lot number is unknown.

Manufacturer narrative:
H3: one used unit was received at manufacturer and were decontaminated per internal procedures. Currently devices are unavailable for evaluation. If the devices become available, we will file an additional report with our findings. Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. The failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.